Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones and had exhibited code tl which is indicative of the static template being lost. Boston scientific technical services confirmed the presence of the code and advised for device replacement. Surgical intervention was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection of the device noted no abnormalities. Review of the device memory confirmed a template lost error had occurred. This was preceded by a reset due to a power supply failure. A sensing signal was provided to the device and a reference template was able to be acquired in all three sensing vectors. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. The device case was removed and high power visual inspection of the hybrid assembly and the high voltage capacitor assembly noted no irregularities. Overall, analysis confirmed the power supply failure caused the template to be lost. Analysis did not find any reason for the power supply failure.